Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the catheter was used successfully for imaging during a renal angiogram. Upon removal of the catheter from the body, the tip became separated as the catheter was being backed off of the wire. The entire catheter was already outside of the body before this event occurred, and the catheter was not used afterward. There was no patient injury and no additional intervention required as a result of the event. The device was visually and microscopically inspected prior to decontamination and the floppy tip was missing and not returned with the device and there was debris present along the scanner. The device was visually and microscopically inspected following decontamination. The debris observed prior to decontamination was removed during the decontamination process, the floppy tip and inner member were missing and not returned with the device, adhesive was visible along the unibody, there was no adhesive present between the esl and the scanner, there was fluid present beneath the esl, and the distal fillet extended onto the pzt. The guidewire test was performed and the device passed. No resistance was observed when the guidewire was advanced through the device from both the distal end and the guidewire exit port. The probable cause of the failure is damage in use as evidenced by the tip separation. There was a complete distal fillet present and there was adhesive present on the unibody. The floppy tip assembly was not returned for inspection. There were no damage or defects observed with the returned portions of the device that could have contributed to the reported failure. It is not likely that the lack of adhesive between the esl and scanner contributed to the observed floppy tip separation. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the cause of the failure occurred. The instructions for use (IFU) states the catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution as the tip separated after removal from the patient.